Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Angina and stenosis are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report, additional information was received: on (B)(6) 2015, angioplasty was performed, placing an unspecified stent at the re-stenosed 2.25x12mm xience xpedition stent.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2014, a 2.25x12mm xience xpedition stent was successfully implanted in the right posterior descending coronary artery (pda). On (B)(6) 2015, the patient was hospitalized for worsening coronary artery disease and angina. Re-stenosis was noted within 5mm of the 2.25x12mm xience xpedition stent and a positive stress test was recorded. On (B)(6) 2015, a coronary artery bypass graft (CABG) was placed in the proximal left anterior descending (lad) coronary artery lesion and in the posterior right coronary artery (prca). A graft was not placed in or within 5mm of the 2.25x12mm xience xpedition stent. On (B)(6) 2015, the event resolved without sequela and the patient was discharged from the hospital. There was no additional information provided.